Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Broken attachment tab.

Manufacturer narrative:
The instrument associated with this reported event was not returned for examination. The product lot code required in retrieving the device history records was not supplied. A search of the complaint database found additional reports of breakage against the reported product code. CAPA (B)(4) was previously initiated to investigate, identify root cause and corrective action. The investigation could not draw any conclusions about the current reported event based on the lack of the product to examine. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.